Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 pocket b5 was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band was defective. A field service engineer diagnosed the issue and replaced the retractor band. The customer confirmed that the drawer was functioning properly after the repair. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique device identifier (UDI). Part analysis: the report of the drawer failure / 1ef was confirmed during fse testing. According to work order (B)(4) field service engineer (fse) determined that the retractor band was defective. Then fse diagnosed the issue and replaced the retractor band. The customer confirmed that the drawer was functioning properly after the repair. Preventive maintenance was performed. The system functioned as expected after the field service engineer repaired the device with no further issues. Dchu investigator received retractor band and confirmed that it had black marks, and visible bends are present near to each power connector. Retractor band was tested by continuity testing with a calibrated digital multimeter and did not show any anomalies. Hta testing was performed to retractor band by installing it in a known good dchu drawer to test communication and functionality, all the tests were passed successfully. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue with the pyxis medstation main drawer 3.1-pkt b5 was identified as a bent flat flex cable near to the power connectors, which can result in several drawer failures such as devices not detected on bus.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 pocket b5 was not detected on bus. As per part investigation, it was determined that there was black marks observed on the retractor band. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.